Event description:
It was reported that the right ventricular lead had a rise in superior vena cava (svc) impedance since implant. The lead now measured high svc impedance. The svc impedance alert was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.